Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. The remote field service engineer (fse) advised the customer to remove the oxygen inlet mounting screws, clean excess loctite off them, and retest the device. The customer reported that cleaning the loctite did not resolve the issue. The customer reported that they replaced the oxygen inlet fitting, as the device's oxygen inlet fitting had one of the bolt heads stripped. After replacing this piece, the customer reported that the problem was corrected and that the ventilator was back in service.

Event description:
The customer reported that the unit failed electrical safety testing at the oxygen inlet. The device was not in clinical use at the time the issue was discovered.